Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was reported that during a bilateral iliac stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the left common iliac artery. The physician inflated a 7.0x60x135 cm express ld iliac / biliary stent simultaneously in the left common iliac and an unknown size of express-b-I ld in the right common artery. At some point during the inflation, the 7.0x60x135 cm express ld iliac / biliary stent fell off the balloon and dislodged into the lower aorta which was then snared. No additional patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that vascular access was obtained via femoral artery. The 95% smooth stenosed target lesion was severely calcified and non-tortuous. The procedure was completed with another of the same device and no patient complications were reported.